Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure there was damage to instruments after touching a monopolar curved scissors (mcs) instrument to a bipolar instrument. The reporter stated that part of the instruments melted. The reporter was not aware if the site was applying energy when touching the instruments. The site replaced the damaged instruments, and the procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The monopolar curved scissors (mcs) instrument was visually inspected and did not reveal any damage. No thermal damage was found. The instrument did not show signs of melting. There was no problem detected. The bipolar instrument involved in the reported event was identified to be a maryland bipolar forceps instrument. Please refer to patient identifier# (B)(6) (MFR report number 2955842-2022-15036) for the investigation related to thermal damage reported on the bipolar instrument. A review of the instrument log for mcs instrument (part number 470179-19/ batch/lot number k10220620-0253) associated with this event has been performed. Per logs, the mcs instrument was last used in a procedure (B)(6) 2022. The alleged instrument had 5 lives remaining after last procedural usage. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported as the thermal damage to the bipolar instrument may have been as a result of arcing from the mcs instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. . PMA/510(k) number and adverse event are not applicable.